Manufacturer narrative:
Zoll has not received the product for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, during shift check, the autopulse platform (sn (B)(4)) did not turn on when the power button was pressed. Same results with new fully charged autopulse li-ion batteries were inserted into the platform. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform not powering on was confirmed. The autopulse platform (sn (B)(4) did not power on when the power button was pressed. The root cause of the reported issue was due to damaged battery cable. During visual inspection, damage top cover, front enclosure, battery compartment and bottom enclosure were observed. These types of physical damages on the ap platform can occur due to normal wear and tear. The damaged parts identified were replaced and unrelated to the reported complaint. The autopulse platform is a reusable device and was manufactured in june 2008. The device has been operating for over 10 years and has exceeded its expected serviceable life of 5 years. During archive data review, no significant discrepancy identified. Initial functional testing could not performed due to device not powering on. Thus, confirming the reported complaint. To remedy the reported issue, the damaged battery cable identified during service evaluation was replaced. The ap platform was then re-tested and as expected, it passed all functional tests and ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints reported for autopulse with serial number (B)(4).